Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using driver and probe for an open tlif. It was reported that the driver and probe were broken. There were no fragments of the instruments remaining in the patient's body. There were no patient symptoms or complications as a result of the event. The pre-op diagnosis was spinal revision and levels implanted were t10-illiac. There was no treatment or additional surgery performed as a result of this event. No further complications were reported/ anticipated.